Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to damaged video connector socket pins. However, the specific cause of the damaged video connector socket pins could not be established at this olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the video connector internal electrical contact pins had breakage, error code e226 due to the broken pins inside the video connector receptacle occurred, dust adhesion inside the main unit, the video connector receptacle interior fluid had deposition, the ch-s200-xy-eb had abnormal imagers due to a circuit board failure (yellow overall), and there was a dent on the touch panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. E1: establishment name: (B)(6) hospital.

Event description:
The customer reported to olympus, the visera elite ii video system center had a broken electrical contact pin. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: error code e226 due to broken pins inside the video connector receptacle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.